Event description:
A malfunction alarm, specifically code malf 0, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received instructions from technical support on how to reset the pump and was able to resolve the issue without the malfunction code reoccurring. The customer was advised to continue using the pump and to report any future issues.